Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device¿s thickness setting varied even when setting it to a certain level. On (B)(6) 2018, it was clarified that the issue occurred during surgery. There was a 1-15 minute delay reported. Another device was used to complete the surgery. There was no harm/ injury reported. There was no damage to the graft. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has previously repaired/evaluated air dermatome serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the device required maintenance and the motor, bearings, o-ring, seal and reciprocating arm were replaced. This is not a related issue. Product review of the air dermatome by zimmer biomet (B)(4) on (B)(6) 2018 revealed that the motor was running below specification at 4,451 rpm. The control lever torque testing was not performed. The calibration was out of specification at all four settings. There were no visible signs of damage to indicate the cause of the failure. Repair of the air dermatome was performed by zimmer biomet (B)(4) on (B)(6) 2018 which included replacement of the motor, bearings, o-ring, seal, reciprocating arm, and screws. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the calibration was out of specification. The cause of the thickness varying was due to the calibration being out of specification. The root cause of the thickness varying cannot be specifically determined with the provided information since it is unknown how the damage occurred or how the device lost its calibration. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the unit thickness settings varied even when setting to a certain level. Surgery was delayed by 1-15 minutes due to the malfunction. An alternate device was used to complete the surgery. There was no harm and no additional graft taken. No adverse events were reported as a result of this malfunction.